Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified signs of repeated use and for all the devices components 42527991001 and 42527991002 have become disassembled. Not all devices were returned complete. The device history record was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00820, 0001822565-2023-00821, 0001822565-2023-00822, 0001822565-2023-00823, 0001822565-2023-00824, and 0001822565-2023-00825.

Event description:
It was reported that the shims were missing bearings. This was noticed after surgery. There was no known patient involvement. Attempts have been made and no further information has been provided.